Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and the device appeared to be in good conditions. It was observed that the catheter flushed normally and the telescope assembly was able to properly pull back, when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-11151 and 2134265-2016-11150. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), the opticross¿ imaging catheter failed to perform automatic pullback during second pullback. Reconnection was performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and patient's status is good.